Event description:
The patient is reportedly experiencing intermittent lock followed by a loss of sound with his internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Revision surgery will be scheduled.